Event description:
Customer reported a hospitalization event for low blood glucose. The customer stated her blood glucose had dropped to 10 mg/dl, causing her to black out. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 10 mg/dl. The customer stated she was having low blood glucose because she had taken novalog and didn't get to eat before the novalog took effect. She also stated she was treated with an IV of glucose and a shot of glucagon for her blood glucose at the hospital. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).